Manufacturer narrative:
(B)(4).

Event description:
(B)(6) would like to ask assistance installing dexcom g6 app, because he was stuck on the screen critical alerts. And there's no option to allow or tap next to continue. Phone model: ipod touch 7th generation ios: 15.7.4.